Event description:
The customer reported that the touch screen is not working. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Date of report: 08oct2018. Date of manufacturer: 21june2018. (B)(4). Philip's field service engineer (fse) evaluated the device and could not reproduce the reported problem. No additional issues were observed during the evaluation of the unit. The unit passed all testing.